Event description:
It was reported that there were alarms displayed on the cardiohelp and there was no flow as the pump stopped. The flow and rpm were on zero. The hls set was moved to the emergency drive and the patient was hand cranked to resume flow while another cardiohelp was prepared. After the getinge field service technician was on site he could confirm that the error which was displayed and caused the pump stop was the venous pressure which was not in a normal range. The failure occurred during treatment. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that there were alarms displayed on the cardiohelp and there was no flow as the pump stopped. The flow and rpm were on zero. The hls set was moved to the emergency drive and the patient was hand cranked to resume flow while another cardiohelp was prepared. No harm to the patient occurred. After the getinge field service technician was on site he could confirm that the error which was displayed and caused the pump stop was the venous pressure which was not in a normal range. The failure occurred during treatment. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023. The device was tested on a test circuit and the failure could not be replicated. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and a pump  stop could be confirmed on the date of event. Also it could be confirmed that an intervention was set by the user to let the pump stop, if the pressure reading is too high or low. However, according to the risk file of the cardiohelp device the following root causes can lead to the reported failure of the pressure: wrong plugged external pressure sensor or disconnection (mix up); defective / disturbed (emi) pressure sensor; response time is too long; positive or negative pressure beyond specification (release of tubes); too high / low atmospheric pressure. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. The review of the non-conformities has been performed on 2023-04-25 for the period of (B)(6) 2016 to (B)(6) 2023. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-12-27. Based on the results the reported failure "wrong pressure reading" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.